Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she ran out of infusion sets and her blood glucose was 44 mg/dl. Customer was treating with a meal and drinks. Customer's blood glucose was in the 500's mg/dl this morning. Customer is on manual injections and not on the pump. Customer had some issues with some of the sets and reservoirs but did not have any to send back.